Event description:
The customer reported to olympus, the video system center had no signal output from the serial digital interface output. The issue was found before an endoscopy diagnostic procedure, and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However insufficient light intensity was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a specific cause for the reported phenomenon could not be identified since it was not reproduced during device evaluation. The instructions for use identify verbiage that can detect the phenomenon within chapter"8.2 how to identify and cope with abnormalities". ¦abnormal contents: no observation images are produced on the observation monitor. ¦cause: the observation monitor is not properly connected." Olympus will continue to monitor the field performance for this device.